Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported before use of the pen ndl 32g 4mm pro 14 bag 700 case jpx the device was unable or difficult to prime. The following information was provided by the initial reporter, translated from japanese to english: customer reported that drug didn't come out.¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use of the pen ndl 32g 4mm pro 14 bag 700 case jpx the device was unable or difficult to prime. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reported that drug didn't come out.¿